Event description:
It is reported that the patient was revised in (B)(6) 2013 due to loosening of the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.